Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device, however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effect of tricuspid regurgitation (tr) appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. During preparation of the steerable guide catheter (sgc), it was noted that flush port was not completely threaded, so the 3-way stopcock could not be fully screwed onto the device. The sgc was not used and was replaced. The clip delivery system (cds) was inserted, but it was noted that the valve was challenging due to a large coaptation gap. It was also noted that visualization was difficult due to poor imaging. The leaflets were successfully grasped; therefore, the clip was deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to remain at a grade of 4. Due to the large coaptation gap, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.